Manufacturer narrative:
Additional information received on (B)(6) 2019, indicated that the patient underwent bilateral removal and replacements as follow: left replaced with catalog number 3503001bc serial number (B)(4), and right replaced with catalog number 3503001bc, and serial number (B)(4) on 7/3/2019. On 7/25/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation: during evaluation of the sample it was noticed a tear in the posterior view, measurement approximately 1.0 cm. Microscopic examination was performed, and no indications of instrument damage was found. No other anomalies were discovered. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: right-mentor siltex round moderate profile 375cc saline breast implant, catalog number 3542660, lot number 189925. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor siltex round moderate profile 375cc saline breast implants which the left side deflated after implantation. The issue was confirmed by the doctor during the physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.